Manufacturer narrative:
The device was not returned as the customer disposed of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the knife wire broke off from the catheter. It was reported there was a 30 second to 1 minute delay during the procedure and there was no injury or harm to the patient. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additional information provided by the customer during follow up, stated that the wire did not completely detach from the catheter. Only one side disconnected, and the other side remained attached, so they were able to remove the tome, with the wire still partially attached. Based on the investigation result, it is most likely that the cutting wire was pulled tightly when the distal end of the tube was not deflecting enough. As a result, a tensile load applied to the press fitted area of the distal tip. This might have caused the distal tip to detach from the tube. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.